Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that upon opening the unit, it was found that the 1st layer of paper was stuck to the 2nd layer of paper. It was reported that the doctor chose not to use the implant in case sterility had been compromised.